Event description:
Customer reportedly received results of 12.2 mmol/l and 5.7 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that inappropriate shock and high lead impedance were observed. Noise was found in the iegm. Twiddler-syndrome was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.